Event description:
It was reported that the tooth of the inserter was broken off during use but immediately was retrieved. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): device was returned to the manufacturer for evaluation. Visual examination confirms the inferior tang is broken off at base of inserter head. The superior tang is bent, suggesting rotational bending moment; consistent with typical anatomical forces during implantation. Fracture surface partially damaged. Microscopic examination of the fracture surface reveals a quasi-ductile fracture. The above observations are consistent with misuse due to rotational bending overload, and resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.